Event description:
It was reported that the lead exhibited noise. The device sensitivity was adjusted and the patient would be monitored. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.